Event description:
It was reported that the customer experienced a blood glucose reading of 420 mg/dl. The customer was vomiting and confused at the same time of the report. Paramedics were called to treat the customer. Troubleshooting could not be performed at the time of the report. A follow-up phone call was made, but the customer could not be reached to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.